Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have been returned with the power cord cut off. Hence, testing could not be performed. Visual inspection did not reveal any thermal damage or signs of melting. The instrument was placed and driven on an in-house system, where it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, and the grips opened and closed properly. When attempting to cut and seal, the instrument received the error ¿check energy cord connection.¿ no errors were found in the system logs. The root cause could not be fully determined by failure analysis; however, this issue could either be due to attempting to seal too much tissue or excessive bio-debris between the jaws or a component issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, vessel sealer extend stopped firing or correctly sealing. The procedure was completed as planned with no reported injury.